Event description:
The account reported the head left brake caster does not hold. The bed was located in the repair area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the brake caster supports were broken which also damaged the head left brake caster. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster supports and the head left brake caster to resolve the issue. Based on this information, no further action is required.